Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(6) . However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional information. Device returned to MFR - additional information. Date device returned - additional information. Type of follow up: additional information/ device evaluation. Device evaluated by mfg- additional information. Evaluation included - additional information.

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed a review of the sharelogs was performed and signal loss was found within the investigation window for serial number 86c1cr. The allegation was confirmed.the probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over 1 hour is reportable because a loss of connection was found. No injury or medical intervention was reported.